Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained of high results for 2 patient samples tested for elecsys troponin I stat immunoassay (troponin I stat) on a cobas e 411 immunoassay analyzer. Patient 1 initial troponin I stat result was 7.64 ng/ml with a data flag. This result was reported outside of the laboratory where repeat testing was requested. The sample was repeated and the result was 0.104 ng/ml. Patient 2 initial troponin I stat result was 0.316 ng/ml with a data flag. This result was reported outside of the laboratory where repeat testing was requested. The sample was repeated and the result was 0.132 ng/ml. There was no allegation that an adverse event occurred. The troponin I stat reagent lot number was 27714201 with an expiration date of 30-nov-2018. Preventive maintenance was performed on the instrument on 15-oct-2017. The field service engineer (fse) changed the pinch valve tubing. No issues were identified during a review of qc data. The alarm trace from the day of the event shows a "sample liquid level detection noise" alarm.

Manufacturer narrative:
The customer's e411 with serial number (B)(4) was de-installed due to the age of the system. The customer is now using a new e411 system and there have been no additional issues. Patient 1 was discharged with no treatment or medication. Patient 2 was discharged. The investigation was unable to find a definitive root cause.